Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonic mucosal dissection under a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip could not be deployed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block e1: initial reporter facility name: (B)(6) university. Initial reporter address 1, and initial reporter address 2: (B)(6). Block h2 (additional information): block e1 (initial reporter address1, initial reporter address 2, initial reporter city, initial reporter zip/postal code) have been updated based on the additional information received on june 9, 2025.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonic mucosal dissection under a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip could not be deployed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block e1: initial reporter facility name: (B)(6). Initial reporter address 1, and initial reporter address 2: (B)(6). Block h11: investigation results the returned resolution clip was analyzed, and it was found that the device returned without the clip assembly. The device was returned without the outer sheath. The device has evidence of premature deployment (yoke is attached to the control wire). Microscopic examination was performed, and the device has evidence of premature deployment. No other problems with the device were noted. The reported event of clip would not release from the catheter was not confirmed. Investigation found that the device returned without the clip assembly but with the yoke still attached and with evidence of premature deployment. In addition, the device was returned without the outer sheath. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonic mucosal dissection under a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip could not be deployed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.